Event description:
It was reported by the rep that the prw35 was used to close a skin incision. It was reported that one side of the staples did not make a "rectangular" formation and they only closed half of the way. Some of the staples popped out as they wiped the surface of the skin. It is unknown what was used to close the incision.